Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. The patient will undergo an ipg explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the device.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. The patient will undergo an ipg explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. The patient will undergo an ipg explant procedure. Device malfunction was suspected.